Event description:
Co was informed that a lead revision was done 6/16/94 to replace the sense/pace lead, due to noise causing inappropriate aborted therapy. The device as well as another lead were capped and not returned to co.